Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient may be hyperkalemic. Technical services discussed some programming options with the physician. There were no additional adverse patient effects. The system remains implanted.